Manufacturer narrative:
No sample was returned for evaluation. It was noted by the customer that the product has already been disposed. The 25-gauge flex laser probe lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. It should be noted that a laser output test is performed during manufacturing to verify that the laser beam outputs properly and within power specification. Additional information showed that a company representative examined the system and used a new laser probe for investigation purpose. Pictures of the result of the test were provided and the company representative determined that the laser probe worked well. However, with no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a secondary procedure to conclude the laser treatment, in the right eye, smoke was observed when treating the retina with laser. The laser power was reduced, but the smoke was still observed but then disappeared. The power was increased. The aiming beam became dim with each shot. Shortly after, a choroidal bleed started and spread subretinal. Cryopexy was performed and choroidal effusion developed. Gas was injected and the case was completed. This is the second report for this patient / facility.